Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Caller reported via phone call that the device had a partial display. Customer's blood glucose was unknown. It was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. It was advised that the insulin pump will be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump powered up properly after battery installation. No partial display or missing segments noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for two days and no unexpected display anomaly, missing segments, or partial display noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.